Manufacturer narrative:
Summary of the investigation: the manufacturing process for the lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the reported issue. The patient file provided contained no stored memory data; therefore, no analysis could be conducted. It was reported and confirmed that the atrial lead was found to be dislodged by the physician. The atrial lead was repositioned successfully, resolving the associated electrical abnormalities. Based on available information, lead dislodgement/ micro dislodgement most likely occurred due to external factors, such as patient physiology, or physician preferred implant site. These issues are well-known potential complications associated to such implantable devices and are discussed in the device instructions-for-use and published in literature. This case is retained and utilized for trending purposes.

Event description:
Patient implanted on (B)(6) 2025, 3 days after implant, after chest xray (not provided), drs confirmed ra lead dislodgment, solved by repositioning of the same lead on (B)(6) 2025, with good electrical parameters.

Event description:
Patient implanted on (B)(6) 2025, 3 days after implant, after chest xray (not provided), drs confirmed ra lead dislodgment, solved by repositioning of the same lead on (B)(6) 2025, with good electrical parameters.